Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that fourteen days following the implant of this transcatheter bioprosthetic valve, infectious endocarditis was reported. One month later, the patient was reported to be hospitalized and undergoing treatment with antibiotics. No additional adverse patient effects were reported.